Event description:
According to the reporter, "the customer say that the wire broke and it's not the first occurrence with other dispositifs of the same batch."

Manufacturer narrative:
The device was requested to be returned for evaluation, but has not been returned at this time. The quantity of devices with wire breaks was requested, but was not provided. The device history record was reviewed and there were no issues noted during production. All finished goods testing requirements were met prior to release. A cause for the event has not been established and the report cannot be substantiated. This report and use of categorical definitions required by FDA 3500a does not constitute an admission by riverpoint medical or its employees that riverpoint medical or its employees have caused or contributed to the event described in this report. Riverpoint medical has filed this information to comply with the medical device reporting regulation 21 cfr 803. If additional information is provided to riverpoint medical regarding this event, a supplementary 3500a form will be submitted as required by the FDA.